Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implant procedure, the patient experienced pain at the implant site, that extended to the patient¿s neck when bending over. The pain had subsided about a week after implant. The patient experienced blisters and skin irritation around the implant site. It was noted that the incisional bandage likely caused the rash. It was further reported that an echocardiogram taken four days post implant revealed a small pericardial effusion. The issue later resolved. The right atrial (ra) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.